Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there has been one other event for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The following event was reported via legal - an exeter v40 short femoral stem, was implanted in a patient in (B)(6) 2005. This stem allegedly broke in (B)(6) 2008, and was revised in (B)(6) 2009.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following event was reported via legal - an exeter v40 short femoral stem, was implanted in a patient in (B)(6) 2005. This stem allegedly broke in (B)(6) 2008, and was revised in (B)(6) 2009.